Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn quality control results were obtained on a vitros 5600 integrated system. The assignable cause for the event is unknown. An unknown issue related to the vitros dgxn slide lot 1913-0246-3367 cannot be ruled out. Currently, ortho has an investigation of vitros dgxn across multiple lots of coating 0246 and related to imprecision, qcl, qch and accuracy high/low (qerts complaint investigation (B)(4)). The investigation could not rule out that this event was not related to this issue. When the vitros quality control results shifted low, the calibration in use was performed on (B)(6) 2017. Therefore, a calibration driven event was not likely the cause of the issue. Recalibration of the same slide lot did not resolve the issue. The customer put an alternate vitros dgxn slide into use, as the inventory of vitros dgxn slide lot 1913-0246-3367 was depleted. However, acceptable vitros dgxn performance was not obtained until the customer performed a second calibration of the alternate dgxn slide lot. No information was provided concerning the fluid handling protocol in use at the site. It is unknown if improper fluid handling protocol contributed to the events. A vitros crbm within-run precision test, used to assess the performance of the vitros 5600 system was acceptable, however, the precision test occurred 15 days after the initial event. Therefore, the performance of the vitros 5600 system at the time of the event is unknown and an unknown instrument related issue cannot be ruled out as contributing to the event.

Event description:
A customer observed lower than expected vitros dgxn results from a single level of non-vitros biorad control fluid using vitros dgxn slide lot 1913-0246-3367 tested on a vitros 5600 integrated system. Biorad lot 47950 results of 1.91, 1.96, and 1.82 ng/ml vs. The baseline mean result of 2.79 ng/ml the customer made no allegation that patient sample results were affected, however, the investigation cannot conclude that patient sample results were not, or would not be affected if the event were to recur undetected. There was no allegation of patient harm. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).